Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the reported information, exchanging the provided barewire filter delivery wire for the non-abbott guide wire prevented the ability to retrieve the filter, causing the filter to dislodge from the wire resulting in unexpected medical intervention. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. A letter has been requested to address the IFU violation and how it contributed to the difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the internal carotid artery (ica) with moderate calcification and heavy tortuosity. The large emboshield nav 6 embolic protection system (eps) was attempted to be advanced to the intended location; however, the barewire could not pass the lesion. Therefore, the eps was removed and the barewire was exchanged for a non-abbott guide wire (gw), which successfully crossed the lesion. When the eps was delivered, the filter became dislodged from the non-abbott gw. A microcatheter and a guide catheter were then advanced, and a non-abbott stent was implanted to embed the filter in the vessel wall. A clinically significant delay was reported. No additional information was provided.